Event description:
It was reported that the tachy therapies were switched off due to oversensing and loss of capture. Revision procedure is planned.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable pacing impedance around 500 ohms and shock impedance around 90 ohms. The analysis of the provided iegm episodes no. 183 from (B)(6) 2024, no. 184 and 185 from (B)(6) 2024, no. 187 and 188 from (B)(6) 2024 revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.